Event description:
Home patient (hp) reportedly connected to homechoice device before home patient should have, during prime. Baxter technician instructed hp to end treatment and to restart with new supplies. No patient injury or medical intervention reported by hp.